Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer's speaker is not announcing alarms as it has in the past. No reported impact to blood glucose level. No additional product or event information was available.